Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician did not properly insert the ruby coil into the microcatheter and subsequently, the coil became stuck in the microcatheter. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil. It is unknown if there was any adverse effect to the patient.